Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that while the device was being used to pre-dilate a heavily calcified lesion, located in the mid right coronary artery (rca), the balloon ruptured at 14 atm and a dissection occurred. The target lesion was treated with a 3.0 x 23 mm vision stent, which subsequently, treated the dissection. It was reported that this was a planned stent procedure. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the dilation catheter was returned with blood visible on the balloon and on the hub. There was contrast visible in the inflation lumen and in the balloon. The balloon was loosely folded. There were wrinkles in the middle of the balloon. There was no other damage noted to the dilatation catheter. A new indeflator, filled with water was used to pressurize the balloon and observe pinhole rupture in the balloon 5mm distal to the proximal shoulder. There were scratch marks visible at the pinhole. There was no other damage noted to the balloon. The balloon was sent to the scanning electron microscopy (sem) lab for further investigation. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.